Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as possible adverse outcome. Should additional information be provided, a supplemental emdr will be submitted. The emdr represents the ventralex st (device 1); an additional emdr will be submitted to represent the ventralex st (device 2). Not returned.

Event description:
It is alleged by the patient's attorney that on or around (B)(6) 2015, patient had the mesh implanted during a ventral hernia repair surgery. As alleged, a bard/davol ventralex st mesh (device 1) and/or a bard/davol ventrio st (device 2). It is also alleged, by the patient's attorney that on or around (B)(6) 2016, patient underwent additional surgery due to the alleged defective qualities of the mesh. As reported between (B)(6) 2015 and the present, patient suffered from recurrent hernia requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia due to the failure of the bard ventralex st (device 1) and/or the ventrio st (device 2). As reported, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment due to the alleged defective ventralex st (device 2) and the ventrio st (device 2).